Manufacturer narrative:
No device was returned for examination. Manufacturing records (dhrs) have been reviewed for both product / lot combinations associated with this report. No related deviations or anomalies were identified. Based on x-ray images the investigation can confirm cup mal-positioning and also the femoral head against the surface of the cup. Liner material fracture could not be confirmed. A root cause cannot be determined using only x-ray images. Corrective action is not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient's medical records indicate the patient was revised to address pain and a squeaking hip. The patient's cup was in a vertical position and the polyethylene had worn and fractured with multiple fractured fragments, causing the femoral head to articulate with the titanium shell. Metallosis was also found in the hip.

Manufacturer narrative:
There is no new information to report at this time. Per FDA request, this follow-up is being submitted to fill the gap in follow-up.

Event description:
Update oct 21, 2017. Pfs and medical records received. After review of medical records, there is no new information. Changed patient's weight. This complaint was updated on oct 27, 2017.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: corrected: a4. Added: b5.

Event description:
Complaint description: the patient's medical records indicate the patient was revised to address pain and a squeaking hip. The patient's cup was in a vertical position and the polyethylene had worn and fractured with multiple fractured fragments, causing the femoral head to articulate with the titanium shell. Metallosis was also found in the hip. At this time the patient's cup and liner are being reported. Update oct 5, 2017: litigation record received. In addition to what was previously reported, litigation alleges discomfort. Added complainant information. This complaint was updated on oct 17, 2017. Update oct 21, 2017. Pfs and medical records received. After review of medical records, there is no new information. Changed patient's weight. This complaint was updated on oct 27, 2017. / / investigation method: no device was returned for examination. Manufacturing records (dhrs) have been reviewed for both product / lot combinations associated with this report. No related deviations or anomalies were identified. Images dated during calendar year 2010 and early 2014 are pre-total hip arthroplasty. It was reported that the date of implant was (B)(6) 2011. There are no images dated in (B)(6) 2011. An acetabular cup in an overly vertical position, more vertical than recommended, is noted in images dated in (B)(6) 2011. The next progressive date of the images is (B)(6) 2014. There are images that do appear to show evidence of liner disassociation. From previous images the femoral head is now superiorly located within the cup. No images were provided dated (B)(6) 2014. In images from (B)(6) 2014 find a more properly positioned acetabular cup and also a bone screw has been used for fixation that was not present in the earlier images. The femoral head is also again visually centered within the cup/liner construct. A mal-positioned cup can contribute to increases in the contact zone between the head and the rim of the liner causing edge loading, which adversely affects loading of the bearing, increases wear rates and can contribute to material fracture. Based on the information available it is suspected the liner material failed near the rim and subsequently disassociated. Patient bmi: 42.9. Among other conditions, it is known that excessive patient weight tend to adversely affect hip replacement implants. It is not known to what extent, if any, this may have been a factor in the reported problem. Although the investigation has confirmed not only this report but also reported stem and bone fracture (see (B)(4). A root cause cannot be determined using only paper x-ray images. Medical records reviewed 22 jul 2016--kab. From a medical perspective, based on the information available, it is unlikely that the complaint is product related. See attached report. / / investigation summary: the patient's medical records indicate the patient was revised to address pain and a squeaking hip. The patient's cup was in a vertical position and the polyethylene had worn and fractured with multiple fractured fragments, causing the femoral head to articulate with the titanium shell. Metallosis was also found in the hip. At this time the patient's cup and liner are being reported. Doi: (B)(6) 2011 dor: (B)(6) 2014 (left hip). No device was returned for examination. Manufacturing records (dhrs) have been reviewed for both product / lot combinations associated with this report. No related deviations or anomalies were identified. Based on x-ray images the investigation can confirm cup mal-positioning and also the femoral head against the surface of the cup. Liner material fracture could not be confirmed. A root cause cannot be determined using only x-ray images. Corrective action is not indicated.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: product complaint # ==> (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot ==> null. Device history batch ==> null. Device history review ==> null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: product complaint # ==> (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot ==> null. Device history batch ==> null. Device history review ==> null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
UDI: (B)(4).

Event description:
Update oct 5, 2017: litigation record received. In addition to what was previously reported, litigation alleges discomfort. Added complainant information. This complaint was updated on oct 17, 2017.